Event description:
It was reported that the patient experienced inadequate stimulation and underwent an ipg replacement for an MRI compatible. The patient was doing well postoperatively and the explanted ipg was returned due to hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last few years from the date the manufacturer became aware of the event.